Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, no additional information was obtained, and no further action was required.